Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03089.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03089. It was reported the patient ((B)(6)) experienced ineffective stimulation due to the scs lead and scs extension breaking. As a result, the lead and extension were explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint about ¿lead broken/fractured¿ was confirmed. As received, optical inspection of the returned lead revealed broken wires. The broken wires were consistent with an in vivo overstress condition. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.